Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device with a cracked touchscreen became unusable when the user attempted to unlock it after removing it from the charger, with the damage characterized as a fracture of the touchscreen component and no injuries reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.